Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the stent inadvertently deployed. During preparation for a stenting procedure, a 6x40x130 innova self-expanding stent was removed from its packaging. It was observed that the stent had partially deployed inside the packaging. The stent was not used; the procedure was successfully completed using another stent, and there were no patient complications.